Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively to a pulmonary vein isolation (pvi) ablation procedure, a patient died. Pulmonary hypertension was cited as the cause of death.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The received log files were reviewed using the affera log file analysis tool. Review of the log files showed time stamps and errors related to the procedure.in conclusion, the reported clinical issue was not confirmed during data analysis. The afr-0001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that post procedurally a cardiac tamponade and pericardial effusion were observed. A pericardiocentesis was performed. Additionally, the ECG report indicated sinus bradycardia, biatrial enlargement, right bundle branch block, left anterior fascicular block, left ventricular hypertrophy, st abnormality, and a hypertrophic strain pattern. It was further reported that the patient died 11 days post-operative to the pvi procedure. It was noted that the pericardial drain placed after pericardial effusion and tamponade could have contributed to the evolving right ventricular (rv) failure and that the rv was already under strain due to the undiagnosed pulmonary hypertension. The reported ECG findings were noted as baseline issues.